Event description:
It was reported that the device migrated out of the patient's body through the incision site. The physician suspected that the patient had worked the device out by manipulating it. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).